Manufacturer narrative:
The returned device was visually inspected and functionaly tested. Visual inspection showed that pin #15 of the catheter connector was bent. Smart chip verification indicated that the catheter was used for 13 injections. Dissection / pressure tests did not show any leaks or traces of liquid/blood inside the catheters. Phrenic nerve injury is a potential adverse event associated with cardiac cryoablation procedures. This complication is not associated to the bent electrical pin observed in the returned catheter, but is associated with ablation in close proximity to the phrenic nerve.

Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during a cryoablation procedure. The phrenic nerve injury occurred 86 seconds into an ablation at the right superior pulmonary vein at a temperature of -60c. The right diaphragm failed to capture when paced via the phrenic nerve and did not regain capture by the end of the procedure. During the procedure, the physician also reported issues while connecting the electrical umbilical cable to the cryoablation catheter. The cable would not properly connect to the catheter even with perfect alignment. This resulted in bending of the catheter end pins requiring catheter replacement.